Manufacturer narrative:
390305 was reported to us on (B)(6) and 391065 on (B)(6), 391065 is a duplicate of 390305. Disregard file, it is a duplicate to manufacturer report number: 2016493-2020-07499

Event description:
It was reported that allegedly for two devices, fourth top right bottom segment was dim and another two devices, fourth bottom left segment was dim. Reportedly, the assy dspl of the four large volume pump modules will be replaced. There was no reported patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that allegedly for two devices, fourth top right bottom segment was dim and another two devices, fourth bottom left segment was dim. Reportedly, the assy dspl of the four large volume pump modules will be replaced. There was no reported patient involvement.